Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Quality controls (qc) were in range on the day the event occurred. Upon the ccc specialist's instructions, the customer replaced and aligned the sample 1 probe (s1) and reagent 2 probe (r2). The ccc specialist found that there were abnormal assay errors on glu indicating mixing issues. The ccc specialist ran service methods testing and found that s1 mixer tests were out of range. A siemens customer service engineer (cse) was dispatched at the customer's site. After inspecting the instrument, the cse replaced and aligned the mixer. The cse ran the mix test quick check and quality controls, all resulting within specifications. The cause of the discordant, falsely low eco2 and glu is unknown. The instrument is performing according to specifications. No further evaluation of this instrument is required.

Event description:
One discordant, falsely depressed enzymatic carbonate (eco2) result and two discordant, falsely depressed glucose (glu) results were obtained on patient samples on a dimension vista 500 instrument. The initial results were reported to the physician(s), who questioned the results. The two samples for glu ((B)(6)) were repeated on the same instrument, resulting higher. All three samples ((B)(6) for eco2), and ((B)(6) for glu) were repeated on an alternate dimension vista instrument, also resulting higher. The correct results obtained on the alternate dimension vista instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed eco2 and glu results.